Event description:
In 2008, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultra meter was prompting an error 5 message. The complaint was classified based on the costumer care advocate's (cca) documentation. The patient stated that the reported issue began the same day at 9 am. During that time, the patient reportedly obtained an "error 5" message on the subject meter. Approximately 2 hours after the reported issue, the patient reportedly felt "shaky" and reportedly took food and/or drink as described self-treatment. The patient reportedly did not receive/require any other medical treatment for the diabetes. During the troubleshooting, the cca noted that the alleged test strips were not drawing in the blood completely (partially filled). However, the reported issue was resolved when retested with a new vial of test strips. Replacement products were sent to the patient. Based on the provided information, this complaint is being reported because the patient allegedly developed symptoms that can be associated with hypoglycemia, after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.